Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on (B)(6) 2013. The lm reported that the most probable cause for the reported event is as follows: it is speculated that it occurred because the user did not notice (or ignored) the description in IFU and repaired it by a third party. Confirmation of the details described in the instructions for use regarding the 180 series with no images of scope. Repairs are described below in the operating manual. This may prevent the reported event. The video system center does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury, equipment damage and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 9, "troubleshooting". If the problem cannot be resolved using the information in chapter 9, contact olympus. This instrument is to be repaired by olympus technicians only. Olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified since the device was not returned. The unit was delivered to the customer on october 09, 2013 the following possible causes for the reported event are presumed as follows: it is speculated that it occurred because the user did not notice (or ignored) the description in IFU and repaired it by a third party. The legal manufacturer confirmed the details described in the instructions for use with ¿ 180 no images of scope ¿. Repairs are described below in the operating manual. This event maybe prevented. ¿the video system center does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury, equipment damage and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 9, "troubleshooting". If the problem cannot be resolved using the information in chapter 9, contact olympus. This instrument is to be repaired by olympus technicians only. Olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel.¿. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer informed tac that the unit was just received back from a third party repair center and was still having image issues. The issue did not occur with the facility¿s loaner unit. Tac assisted the customer with loading the system and user settings from the loaner onto the facility¿s cv-190. Once the customer¿s cv-190 was hooked up the system and user settings were successfully loaded. Tac advised the customer to power off the system and plug in the scope. When the 180 series scope was plugged in the scope image did not appear. However, the unit did work with the 190 series scope attached. The customer did also confirm that maj-1430 being used worked on the loaner system. The customer reported that the third party repair center provided an image of the unit working. Tac recommend that the unit be returned for service due to a possible issue with the connector pins. In addition, the unit was returned to the service center for evaluation. The customer¿s complaint of an ¿e931¿ error was confirmed due to a faulty patient board set. Further inspection found a worn out video connector latch that caused the image to be lost, when wiggling the pigtail and corrosion on the bottom chassis. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, an ¿e931¿ error message was observed when using the 180 adapter and there was no image when plugged in. There was no patient injury reported.